Manufacturer narrative:
Updating FDA reporting followup task owner.

Manufacturer narrative:
The suspect monitor cannot be identified; therefore, the model and serial number are unknown. There will be no product return. The root cause of the issue is indeterminable as the product was not evaluated. The device service history record review could not be completed as the serial number is unknown. There is no evidence or indication that a manufacturing defect is responsible for the reported issue; therefore, no corrective action was taken. There was no inappropriate patient treatment administered. In this case, the hemodynamic values were static, which should alert the clinician to begin the troubleshooting process. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. It is unknown if user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.

Event description:
It was reported that an edwards monitor froze during patient monitoring. The model and serial number of the product is unknown. The exact occurrence date is unknown. The biomedical engineer stated that the issue had happened before the two events that have already been reported. Submission numbers 2015691-2019-02353 and 2015691-2019-02354. There are no additional details available. There was no inappropriate patient treatment administered. There was no patient harm or injury. The patient demographic information is unknown.